Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with unknown blood glucose. Customer was hospitalized due to insulin pump reasons. It was unknown if customer was wearing insulin pump at the time of hospitalization. Customer did not give any other information and requested for insulin pump to be replaced.